Event description:
It was reported that the patient had no stimulation sensation and they noticed this on (B)(6) 2014. The patient also had a loss of therapeutic effect and this began a few days prior. It was noted that the patient tried increasing stimulation and changing programs but still could not feel stimulation. It was confirmed that stimulation was on and the patient had had no accidents or trauma. It was later reported that at that time the patient¿s physician had to reprogram their device because it wasn¿t working. It was noted that the patient¿s stimulation stopped all of a sudden and they couldn¿t feel stimulation at all. After they adjusted it the device had been working. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3889-28, lot# va0e60z, implanted: 2013 (B)(6); product type lead product ID neu_unknown_prog, serial# unknown; product type programmer, physician. (B)(4).